Manufacturer narrative:
Results and conclusion summation - angina and stenosis, in the xience v IFU, are known adverse events associated with coronary stenting, and not necessarily an indication of a product quality deficiency. Additionally, angina, dyspnea, cardiac enzyme elevation, stenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Elevated cardiac enzymes can occur as a result of many factors, including from a normal pci procedure, likely as a result of a balloon inflation restricting blood flow in the vessel. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, two lesions were being treated. One lesion was in the 1st right posterior lateral (rpl) and after pre-dilatation, a 2.25 x 18 mm xience v stent was deployed. The second lesion was in the mid right coronary artery (rca) and again pre-dilatation was performed and a 3.0 x 18 mm xience v stent was deployed. A second procedure was done the following month, and 2.5 x 18 mm xience v was deployed in the 1st obtuse marginal (1st ob mar). There were no reported pt effects or products issues noted during these procedures. However, in 2009, the pt returned to the hospital for follow up and reported experiencing angina and dyspnea. Cardiac enzyme testing revealed elevated enzymes. In addition, stenosis was noted in the first right posterior lateral lesion, which required treatment with revascularization. No additional event or pt information is available.